Event description:
It was reported that an overinfusion of morphine occurred. The rate was set to deliver at a rate of 2ml/hr. The rate was increased to 4ml/hr. Twenty minutes later 50cc had been delivered. Pt in coma and medication was given to counter act the overinfusion.